Event description:
It was reported that during preventative maintenance by getinge field service engineer, the fiber optic connection port of the cardiosave intra-aortic balloon pump (iabp) unit is damaged. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the fiber optic connection port of the cardiosave intra-aortic balloon pump (iabp) unit is damaged. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 type of investigation, investigation findings, investigation conclusions, component code, h11. Corrected fields: g1 contact person mfg site. The getinge field service engineer fse that encountered the issue, replaced the fiber optic connection port. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.

Event description:
N/a.